Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the power control board was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect board has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, a power control board on the imaging system was not functioning as designed. It was reported that the fan on the board was making an unintended noise. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The power control board for the imaging system was returned to the manufacturer for evaluation. Testing found that the fan on the board was damaged and removed. It was noted that the fan functioned as designed when connected to a direct current.